Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v383049, implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
The consumer reported via a manufacturing representative that the patient's battery was dead and she thought that it would last longer, and she needed a replacement. She did not feel the stimulator. She had it checked and at first it was low and then it was checked again and it was dead. It was noted that at first just one of the leads was not working, and it went from that to dead. The patient was going to go through with her eye surgery first and then she would get the battery replaced before the first of the year. The patient thought that she got a stimulator that wasn't up to working as it should. She thought the whole thing should have worked better and longer.